Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The unit was investigated by our field service engineer. The inspiratory pipe and the safety valve membrane were cleaned. No parts were replaced. The unit has been returned for clinical use.

Event description:
(B)(4).